Event description:
The surgeon implanted a lens but it was damaged upon insertion and was removed. The lens also tore the capsule and a vitrectomy was performed. Co has requested add'l info but it has not been rec'd to date.